Event description:
The following has been reported: "customer reported a code 98." Reporting due to the referenced issue (error 98 is a defective reset circuit issue as described by the technical manual). Customer communicates that there was no adverse event or interruption to therapy. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Due to the reported event, device log could not be extracted. "The reported device was received in fresenius kabi lake zurich and its investigation was performed by our local technical team. According to provided repairs information, internal inspection found several major damages (broken pump motor mount, damaged cpu board and ribbon cable). Although the reported event was reproduced it was due to the device being mishandled (fall or drop)." This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.